Manufacturer narrative:
Concomitant products: delivery catheter (unknown manufacturer). This information is based entirely on journal literature and subsequent follow up information obtained. All information provided is included in this report. Referenced article: ¿real-world assessment of acute left ventricular lead implant success and complication rates: results from the attain success clinical trial.¿ pace 2016; 39:1246¿1253. Doi: 10.1111/pace.12939.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted pacing lead. Follow up was conducted and it was determined that the patient had developed ¿sustained ventricular tachycardia (vt)¿ during the lead implant procedure. The patient required external cardioversion. The lead appears to be still in use. No further patient complications have been reported as a result of this event.